Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working (¿not functioning¿) because they were ¿tazed¿ by the police after suffering a seizure. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6), product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they saw a ¿call your doctor¿ code on their programmer. They added that their device does not work anymore and is ¿done.¿ the patient noted that this message appeared while they were in the hospital. They stated that the device didn¿t work for their pain at all after being tasted. They stated that the pain is killing them. The patient noted that their healthcare provider recently gave them steroid injections in their groin area. No further complications were reported or anticipated.